Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt3415/8178342, tgt4015/8093196). Prior to the device implant on the same day, a bypass surgery was performed from the right axillary artery to the left common carotid and left axillary arteries. A stent graft (detail unknown) was implanted in the brachiocephalic artery as chimney technique. A type ii endoleak from the left subclavian artery was observed during the procedure; however the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2010, a coil embolization procedure to the left subclavian artery was performed to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, a follow-up imaging showed that the diameter of the aneurysm was 55.5 mm. The endoleak was reportedly resolved, and no issues were reported. No further information is available.